Event description:
One endeavor sprint rx drug-eluting stent was implanted at the distal rca. One endeavor sprint rx drug-eluting stent was implanted at the proximal rca, as treatment of complication/dissection/bailout. At 30 day follow up patient's worst angina status was reported as class 1 per canadian cardiovascular society classification of angina criteria.

Manufacturer narrative:
(B)(4): (dissection).

Event description:
It is also confirmed that the two endeavor sprint rx stents were implanted in the distal rca not one in the distal rca and one in the proximal rca as previously reported. It is reported that the second stent was implanted in the distal rca to treat a dissection caused by a catheter tip. At 3 month follow up patient's worst angina status was reported as I per the (B)(6) of angina. It is reported that the patient recovered with treatment in the opinion of the investigator, the event was not related to the study device.